Event description:
It was reported that during normal follow up, externalized conductors were observed via imaging. No electrical anomalies were noted. Patient was asymptomatic. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that during a normal generator change-out, the lead was capped and replaced.